Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received from reporter states that the malfunction was identified before the patient was in the operating room and a competitor device was used instead to proceed with the planned procedure. Therefore, no adverse event has occurred. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during setup the power button came apart from the console and pushed inside the machine. The procedure was completed with a competitor device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.